Manufacturer narrative:
The device remains in service. If information is provided in the future, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and non boston scientific right atrial (ra) lead exhibited oversensing of the minute ventilation feature. Technical services (ts) noted the episodes were from a year ago and the respiratory rate trend feature was programmed off at that time. Ts also observed that the ra pace impedance measurements are high out of normal range. The measurement number is unknown at this time. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The investigation also determined the device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and non boston scientific right atrial (ra) lead exhibited oversensing of the minute ventilation feature. Technical services (ts) noted the episodes were from a year ago and the respiratory rate trend feature was programmed off at that time. Ts also observed that the ra pace impedance measurements are high out of normal range. The measurement number is unknown at this time. The device remains in service. No adverse patient effects were reported.